Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (hydromorphone) .7mg/day 1mg/ml 1mg/ml via an implantable pump. It was reported that the patient had increased pain. The catheter was 21 years old. The physician attempted to aspirate the catheter, but it was unsuccessful. The patient had multiple revisions and had three different pump connectors listed as active. However, they were not sure which was implanted. The catheter was replaced. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic

Manufacturer narrative:
Continuation of d10: product ID 8596 serial# (B)(6) implanted: (B)(6) 2005 explanted: 2025 product type catheter pro duct ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2025 product type catheter product ID 8709 serial# (B)(6) implanted: (B)(6) 2004 explanted: (B)(6) 2025 product type catheter product ID 8578 lot# hg3qnc701 implanted: (B)(6) 2020 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596, serial/lot #: (B)(6) , ubd: 16-may-2007, UDI#: (B)(4).; product ID: 8596sc, serial/lot #: (B)(6) , ubd: 11-oct-2020, UDI#: (B)(4).; product ID: 8709, serial/lot #: (B)(6) , ubd: 30-oct-2005, UDI#: (B)(4).; product ID: 8578, serial/lot #: (B)(6) , ubd: 11-sep-2021, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.